Event description:
In 2009, the pt was implanted with gore tag thoracic endoprostheses to treat a penetrating ulcer of the thoracic aorta with intentional coverage of the left subclavian artery. On an unk date, a computed tomography angiogram revealed a type iii endoleak. At approximately 12 days later, two additional gore tag thoracic endoprostheses were implanted and resolved the type iii endoleak.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable. Please note additional device implanted and related to this event.